Event description:
Device malfunction: premature prolapse of vessel locator wings. Time of malfunction: during procedure. Symptoms/ae: none. It was reported that the trained physician attempted arteriotomy closure using the starclose device after an unknown procedure. The vessel locator wings collapsed before the clip could be fire. The device was removed and hemostasis was achieved via manual compression. There was no patient injury or effects. No add'l info available.

Manufacturer narrative:
During processing of this complaint, product performance group attempted to obtain complete event info, including patient information and patient status from the hosp, field contact or distributor.